Manufacturer narrative:
Eval method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Eval results: it was confirmed the reagent was attached to the instrument incorrectly. Eval conclusions: reagent installed incorrectly. Product is within performance claims.

Event description:
A reagent was incorrectly attached to the walkaway instrument resulting in possible 0.5% n, n. Dimethylalphanaphthylamine inhalation exposure. The customer sought medical treatment. Current controls on the reagent packaging include the use of safety equipment both for skin and inhalation. If safety equipment is used then there is no risk for harm to the user or patient.